Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant- 2009. PMA/510(k) number. Manufacture date.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty in 2009. During the procedure, the implant fractured due to the surgeon reaming too inferior.